Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to swelling in the left upper arm. The patient's left upper extremity venous duplex showed acute deep vein thrombosis (dvt) throughout the subclavian vein and in the proximal portion of one of the paired brachial veins. The physician attributed the dvt to the implantation of the right atrial (ra) lead, right ventricular (rv) lead and the left ventricular (lv) lead. The patient was treated with medication. The leads remain in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.